Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found only the deployer with the suture detached from it. The suture was frayed. The plates were not visible in the photo. No other anomalies could be observed on the device. The overall complaint was not confirmed as the observed condition of the truespan 12 degree peek would have not contributed to the complained device issue. Based on the investigation findings, the suture could have been over-tensioned, leading the suture to break. Per instruction for use; use caution when tensioning the suture; over-tensioning may cause suture or implant breakage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot 263l319. E1: the reporter¿s complete facility address was not provided.

Event description:
This is report 2 of 2 of (B)(4). It was reported that during the meniscal repair/ half-moon board suture surgery with two truespan 12 degree peek devices, the first truespan 12 degree peek device would not fire. They changed to another truespan 12 degree peek device to continue the surgery, after the first firing, two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The devices are available for analysis.